Event description:
Device 2 of 2; reference MFR. Report # 1627487-2019-02613.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2019-02613. It was reported that the patient experienced ineffective therapy due to invalid impedances on the cervical leads. Surgical intervention may be pending to address the issue.